Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, there were black dots all over the screen that blocked the graphics and text. There was no impact to the customer's blood glucose. Customer confirmed that an alternate method of insulin delivery was available.